Manufacturer narrative:
(B)(4). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a venous stenting procedure a 7f 14 x 6 80 cm maxi ld percutaneous transluminal angioplasty (pta) ruptured. The device was discarded. There was no reported patient injury. There was 60% stenosis in the lesion. There was no calcification or vessel tortuosity. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was by isovue/squibb at a 30:70 contrast to saline ratio. The type and brand of inflation device was by boston scientific. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 12 atmospheres. The balloon did not maintain pressure during inflation. It did not kink while being used. It was easily removed from the vessel, the sheath and from the guide wire.

Manufacturer narrative:
During a venous stenting procedure in the it iliac vein a 7f 14x6 80cm maxi ld percutaneous transluminal angioplasty (pta) ruptured. The device was discarded. There was no reported patient injury. There was 60% stenosis in the lesion. There was no calcification or vessel tortuosity. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was by isovue/squibb at a 30:70 contrast to saline ratio. The type and brand of inflation device was by boston scientific. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 12 atmospheres. The balloon did not maintain pressure during inflation. It did not kink while being used. It was easily removed from the vessel, the sheath and from the guide wire. The device was not returned for analysis. A device history record (DHR) review of lot 17558953 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics and handling factors (inflating the balloon to 12 atmospheres, above rated burst pressure) may have contributed to the reported balloon burst as calcification/resistant lesion can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.